Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: unknown/not provided. Model number: a complete model number is unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Device manufacture date: unknown, as the serial number was not provided. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was injected half way into the eye and then got stuck in the wound and would not inject further. The surgeon did a wound assist entry into a 2.4mm and the lens would push itself out. However, the surgeon had to use forceps to pull it out as it was really stuck in the main wound. The patient was also extremely agitated and moving a lot due to dementia so that might have been a part of it. A new lens was requested due to scratches and a distorted haptic after forceps removal. Through follow-up, it was learned that no further information is available.

Manufacturer narrative:
Corrected data: upon further review, it was noted that it was initially reported the lens was injected half way into the eye and then got stuck in the wound and would not inject further. This event is no longer a reportable event as the lens was not fully inserted into the eye. The manipulation to remove the lens occurred outside of the eye. Therefore, this file is no longer considered reportable. Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing record review: manufacturing record review could not be performed since serial number is unknown. The complaint search could not be performed since serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.